Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 365 laser fiber was opened for use in a cystoscopy ureteral stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the fiber was noted to be broken and approximately 2 inches was stuck in the ureteroscope. The procedure was completed with another scope and flexiva ID 365 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications noted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 365 laser fiber was opened for use in a cystoscopy ureteral stone extraction with laser procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the fiber was noted to be broken and approximately 2 inches was stuck in the ureteroscope. The procedure was completed with another scope and flexiva ID 365 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications noted.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results: the fiber was returned broken into two pieces. The first piece measured approximately 5.5 cm from the top of the connector to the break. The second piece measured approximately 267.3 cm which includes the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.